Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced low blood glucose (bg) levels in the 50s (mg/dl). Customer consumed food to address low bg levels. Reportedly, customer has been exercising more than usual and felt the pump settings may need adjustment. Customer reported that they will contact their health care provider to discuss adjustment of pump settings.